Event description:
A nurse reported that the knife blades are occasionally dull during procedures. Additional info was received indicating that the knives were able to be used to complete each of the three reported procedures even though the cutting performance was unsatisfactory.

Manufacturer narrative:
No samples were returned for eval; therefore, the condition of the product could not be verified. The device history record (DHR) for the lot was reviewed. Functional penetration test values for the lot met specification. No abnormalities that could have contributed to a dull knife were found during the DHR review and the product was released according to alcon's acceptance criteria. Because a sample was not returned and no evidence of nonconformity could be found in the lot record review, the root cause for the dull knife experienced by the customer could not be determined. Although the exact root cause for this complaint is unk, actions have been taken to the mfg process to reduce process variability and improved inspection methods have been added. All knives are 100% inspected by trained operators using a minimum of 10x magnification during mfg. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Penetration testing is performed and monitored during finishing process to ensure the sharpness of the product. (B)(4).